Manufacturer narrative:
On 4-mar-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and the patient experienced pericardiocentesis that required pericardiocentesis and prolonged hospitalization. Repeat pulmonary vein isolation (repvi) was done in the left atrium. Steam pop occurred during cavotricuspid ishmus (cti) with smartablate generator, power mode 50 watt. After the case, a small pericardial effusion was noticed. Patient was under observation after the case. A puncture of a cardiac tamponade was done. The patient had to stay in the intensive care unit (ICU), then further the patient went onto the normal ward. The patient fully recovered several days later. Physician's opinion on the cause of the adverse event is that it was patient condition related.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and the patient experienced pericardial effusion that required pericardiocentesis and prolonged hospitalization. Repeat pulmonary vein isolation (repvi) was done in the left atrium. Steam pop occurred during cavotricuspid ishmus (cti) with smartablate generator, power mode 50 watt. After the case, a small pericardial effusion was noticed. Patient was under observation after the case. A puncture of a cardiac tamponade was done. The patient had to stay in the intensive care unit (ICU), then further the patient went onto the normal ward. The patient fully recovered several days later. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The physician's opinion on the cause of the adverse event is that it was patient condition related. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Correction: please note, a typo was identified in section b5 event description of the 3500a initial medwatch report. It was reported ¿the patient experienced pericardiocentesis that required pericardiocentesis and prolonged hospitalization.¿ the correct statement should have been ¿the patient experienced pericardial effusion that required pericardiocentesis and prolonged hospitalization.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).